Manufacturer narrative:
Continued d.4: lot number : 32677. A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis completion: visual analysis of the returned device identified: opening, red particles in the surface of the shell/gel, deformation crease fold and overweight. A microscopic analysis was performed which identify an opening striated in the patch/shell bond edge. Based on the device analysis the final assessment is: a striated opening in the patch/shell bond edge assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.